Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was observed to have irregular pacing and ectopy. The right atrial (ra) lead had intermittent undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.